Event description:
A user facility reported to olympus that the image was lost for a "few seconds" during a resection of the rectum therapeutic procedure. The problem occurred after 30-50 minutes from the start of the procedure. The intended procedure was completed after a 30-minute delay, using another similar device. The patient was under anesthesia during the delay. There was no adverse health effect to the patient, attributed to the delay and no patient injury associated with the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not duplicated. Therefore no root cause could be determined. Olympus will continue to monitor field performance for this device.